Event description:
Customer called to report a blood leak of approximately 10 milliliters in the tray underneath the bsv (blood sampling valve) of the coulter lh750 hematology analyzer. The leak was contained to the tray. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found cut tubing at the needle for the needle vent. The fse replaced the cut tubing, as well as broken pinch valves at the needle vent pathway. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event. The root cause of the instrument leak is attributed to the cut tubing and the broken pinch valves.

Manufacturer narrative:
(B)(4).